Event description:
The wife of a (B)(6) male pt called zoll customer support to report the pt's battery charger would not power on properly and charge a battery pack. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger/modem was resetting. The cause for the resets was isolated to shorted processors u1000 and u1001 on the c/a board, as well as q1, u13, and r9 shorted on the bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the shorted components. The pt rec'd a replacement battery charger/modem.